Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were really hard to push. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that the insulin pump battery life had diminished and when they put in new battery had to reset time and date with a new battery. The device will not be returned for analysis.